Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not responding to stimulation with the device. At the fitting appointment after re-positioning surgery, the patient reported only a humming feeling without auditory percept.

Manufacturer narrative:
(Exemption number e2015033). (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number (B)(4)). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode array being out of cochlea, as confirmed by diagnostic imaging. During the reinsertion attempt, the active electrode was inadvertently damaged. It was decided to explant the device and re-implant with a device from another manufacturer. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient was not responding to stimulation with the device. At the fitting appointment after re-positioning surgery, the patient reported only a humming feeling without auditory percept. In situ measurements prior to and after the re-positioning surgery were indicative of a fully functional device. The patient underwent surgery to have the device housing re-positioned as it had migrated after initial implantation. Prior to this surgery the patient reported excellent benefit from the device, but was not happy with the position of the magnet. The patient will follow-up with an x-ray or CT scan. CT scan indicated that the electrode had migrated outside of the cochlea. A re-insertion surgery took place on (B)(6) 2017. During the attempt to re-insert the array into the cochlea, the array was inadvertently damaged and the patient was re-implanted with a device from another manufacturer.